Manufacturer narrative:
(B)(4). D10: medical products: item#: 110031424, standard 36mm diameter bearing; lot#: 66215691. G2: foreign: new zealand. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty approximately nine (9) months ago. The patient on and unknown date presented with a dislocated shoulder that was reduced. Subsequently, the patient was revised approximately one (1) month ago due to instability and an audible clunk. The surgeon noted that the bearing had disassociated from the tray.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the returned product/provided pictures identified the tray shows wear from use. The bottom of the tray shows some scratches and damage. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided, however as the provided radiographs were not dated evaluation could not be completed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h6. The following sections were corrected: d9; h3. Visual examination of the returned product/provided pictures identified the tray shows wear from use. The bottom of the tray shows some scratches and damage. The returned humeral tray shows some wear on the inside portion of the tray where the bearing would sit, as well as scratches on the bottom of the tray. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided, however as the provided radiographs were not dated evaluation could not be completed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.